Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was not using auto mode feature on insulin pump at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 414 mg/dl at the time of incident and feels okay to trouble shoot. Customer's other relevant blood glucose level was 550 mg/dl went down to 525 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. Customer was performed self test, 5u cannula test and both the test was passed. The insulin pump will not be returned for analysis.